Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed temperature cable. Neonatal intensive care unit (nicu) nurse stated that they were getting erratic temperature alert50) and unable to obtain stable patient temperature alarm (15). The patient temperature (pt) was reading 20c and they disconnected and reconnected the probe and the patient temperature (pt) changed to 34.1c. Had flex temperature in cable and patient temperature (pt) remained stable. Recommended to get another cable from another arctic sun device and swap with this one just to be safe. If this did not resolve the erratic temperature issues they would need to change the probe. Per follow up information received via task on 08nov2024, cable was swapped, and this resolved the issue. Original cable was disposed of as their biomed did not repair these. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting erratic temperature alert50) and unable to obtain stable patient temperature alarm (15). The patient temperature (pt) was reading 20c and they disconnected and reconnected the probe and the patient temperature (pt) changed to 34.1c. Had flex temperature in cable and patient temperature (pt) remained stable. Recommended to get another cable from another arctic sun device and swap with this one just to be safe. If this did not resolve the erratic temperature issues they would need to change the probe. Per follow up information received via task on 08nov2024, cable was swapped, and this resolved the issue. Original cable was disposed of as their biomed did not repair these.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting erratic temperature alert50) and unable to obtain stable patient temperature alarm (15). The patient temperature (pt) was reading 20c and they disconnected and reconnected the probe and the patient temperature (pt) changed to 34.1c. Had flex temperature in cable and patient temperature (pt) remained stable. Recommended to get another cable from another arctic sun device and swap with this one just to be safe. If this did not resolve the erratic temperature issues they would need to change the probe.